Event description:
On (B)(6) 2025, the agent documented that the user reported their ilet screen was completely unresponsive with a crack that was first noticed the previous day. No injury was reported. The device was not usable, though data had been synced before shutdown. A replacement unit was arranged, and the current device will be returned. Blood glucose (bg) was not affected by this event.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.